Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report form the electrode had migrated out of the cochlea with only 3mm of it still within the cochlea as seen through a CT scan. It is unknown if the electrode migrated on it's own or if there was manipulation in the external auditory canal. It was mentioned that the electrode was partially in the external cavity through the posterior ear canal wall.

Manufacturer narrative:
According to the device explantation report form the device was explanted as the electrode had migrated out of the cochlea with only 3mm of it still within the cochlea as confirmed through a CT scan. Additionally, damage to the active electrode, as might be caused by repeated impacts, was revealed during investigation. Due to a lack of in situ measurements it cannot be determined, whether this damage is attributable to the explantation surgery or the damage occurred already whilst implanted. This is a final report.

Event description:
The explanted device was received at ww headquarters. According to the device explantation report form the electrode had migrated out of the cochlea with only 3mm of it still within the cochlea as seen through a CT scan. It is unknown if the electrode migrated on it's own or if there was manipulation in the external auditory canal. It was mentioned that the electrode was partially in the external cavity through the posterior ear canal wall.